Manufacturer narrative:
The insulin pump received with scratched lcd window. The pump was received with missing endcap sticker. The pump received with bleeding lower portion of lcd glass. Analysis was unable to prime unit during prime/ compromised force sensor test due to faulty force sensor resistor (gold). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a display anomaly. The blood glucose at the time of the incident was 75 mg/dl. The customer states the screen is really hard to read and there are some blemishes on the screen. The insulin pump had cosmetic damage that was not caused by a vehicular accident. There were scratches and blemishes on the screen, making the screen unreadable. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.